Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer, with support from technical staff, attempted to load new cartridge using proper technique, but was not able to successfully resume insulin therapy. Reportedly, the pump was not under warranty, so customer planned to receive new pump from clinic.